Event description:
As reported, during a heart failure monitor system implant procedure, while completing the right heart catheterization. A unknown 0.25 cordis. Wire was used to navigate the swan ganz into the pa. During the right heart catheterization the patient experienced hemoptysis. The procedure was aborted. The patient was intubated for airway protection and transferred to an ICU for observation. The heart monitor device was unused. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Manufacturer narrative:
As reported, during a heart failure monitor system implant procedure, while completing the right heart catheterization. An unknown 0.25 emerald cordis wire was used to navigate the swan ganz into the pa. During the right heart catheterization, the patient experienced hemoptysis. The procedure was aborted. The patient was intubated for airway protection and transferred to an ICU for observation. The heart monitor device was unused. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿bleeding¿ could not be confirmed. Handling factors and/or vessel characteristics may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during a heart failure monitor system implant procedure, while completing the right heart catheterization. An unknown 0.25 emerald cordis wire was used to navigate the swan ganz into the pa. During the right heart catheterization the patient experienced hemoptysis/bleeding. The procedure was aborted. The patient was intubated for airway protection and transferred to an ICU for observation. The heart monitor device was unused. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.